Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. Explanted: na. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -10.50/1.0/129 (sphere/cylinder/axis), implantable collamer lens tore while loading. Reporter stated " unsure if patient contact". Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.